Event description:
It was reported that there was oversensing on the right ventricular defibrillation lead. The lead was sensing the diaphragm when the patient was using an external breathing machine. The device was reprogrammed to reduce the lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.